Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib pad short" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section e. Device evaluation: the device will not be returned to zoll medical corporation. A contact has been made with the customer. When the multifunction cable is shorted for the 30j test, the device will display a defib pad short. When the ready for use window is dark, the device is ready for use. The device is functioning as desgined. Analysis of reports of this type has not identified an increase in trend.